Event description:
Pt's family member reported possible inaccurate results with a one touch basic meter. In 2001, pt had blood glucose reading of 177 mg/dl on the ot basic meter at 01:00 pm. Pt experienced weakness, dizziness, nervousness. At 03:00 pm, family took pt to hospital. At the ER, pt's blood glucose was 450 mg/dl. Pt was treated for hyperglycemia and discharged home after a few hours. During troubleshooting with a lifescan technician, it was discovered that pt had been using test strips that have expired since july 2000. Meter has been replaced for further investigation.